Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage at the electronics assembly. The insulin pump was received with moisture damage at the motor assembly. The insulin pump was received with scratches on the lcd window, cracked case at the display window corner, cracked reservoir tube lip, broken belt clip slot and cracked lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose levels and moisture damage. Customer's blood glucose level was 419 mg/dl. Customer treated their high blood glucose via manual injections. Troubleshooting for moisture damage was performed. Customer advised the insulin pump was slightly submerged under water. Customer advised they had a blank display. Customer advised the display screen went blank immediately after being exposed to moisture. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.